Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
During training it was reported the cardiosave intra-aortic balloon pump (iabp) was not self inflating. There was no patient involvement.

Manufacturer narrative:
Additional information: e1 (initial reporters details: name: (B)(6), mail ID: (B)(6), occupation: biomed). Per customer, issue was noted during training. A getinge field service engineer (fse) was evaluated the iabp unit. Suspect faulty test balloon or catheter extender based upon error logs. Fse replaced expiring batteries. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use.